Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate plus profile 325cc, catalog number 3501645, lot 198032. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation on the left breast implant. As a result, the patient had undergone bilateral removal and replacement with on saline mentor smooth round moderate plus profile 325cc, catalog number 3502325 on (B)(6) 2018.

Manufacturer narrative:
On 06/28/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.7 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/17/2018, it was reported to mentor that this event took place: the date of event was reported incorrectly in the original report. The actual date of the event was updated as (B)(6) 2018 per information received on( B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/18, it was reported to mentor that the patient had fully recovered after the surgery. The right breast implant was not affected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/11/2018, it was reported to mentor that the device history record ( DHR) of lot number 190655 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/20/2018, it was reported that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).